Event description:
It was reported that during a lead implant procedure, lead was attempted to be positioned several times and lead showed high inadequate capture threshold issue. Physician attempted to reposition the lead and the helix was stacked and unable to come out. Lead was discarded. A new lead was successfully implanted with good reposition and good threshold and r wave values. Procedure was completed successfully and the patient was stable and discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on (B)(6) 2018 notes that the patient had a complete heart block.